Manufacturer narrative:
Complained product will not be not available.

Event description:
Swallowed a piece of the brush head [accidental device ingestion]. Little metal piece that holds the brush head on broke off and I (swallowed) it [exposure via ingestion] . The little metal piece that holds the brush head on broke off - oral-b [device breakage]. Case narrative: consumer via phone reported that the metal piece that held the oral-b toothbrush head onto the oral-b toothbrush handle broke off and they swallowed it. No injury was reported.